Manufacturer narrative:
The returned device was evaluated and the device was returned with housing cracked, the bottom housing was not returned, and the internal components were outside of the housing. The device was returned without the adhesive pad. The formed needle had not fully retracted. A tear was found on the unexposed portion of the soft cannula and fluid was seen exiting the tear. The cause and timing on the damage could not be conclusively determined due to the housing being removed and the exposed needle. The linkage assembly was not connected to the slide retract and the slide retract was not fully retracted. The cause and timing of this event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours the shell of the pod was damaged.